Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter intra-operatively, the surgeon could not clamp the clip during use. There was no patient injury.